Manufacturer narrative:
Device is a combination product. (B)(4). A promus element mr, ous, 3.5x12mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) was measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube. A visual and tactile examination found a polymer extrusion kink 6.5mm proximal to the guidewire exchange port. There was a tear in the extrusion at guidewire exchange port. The inner polymer extrusion was stretched and twisted 2mm distal from the bi-component bond. This type of damage was likely due to a force applied during withdrawal. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-sep-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion and pre-dilation with a maverick balloon catheter was performed, a 3.50x12mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The lesion was again pre-dilated with a non-bsc balloon catheter and a different size promus element stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a tear in the extrusion at guidewire exchange port.